Event description:
Caller's child was vomiting and was having an abnormal fashion. A freestyle reading was taken with a blood glucose result of 185mg/dl. The child was transported to the hospital where a lab reading within 15 minutes yielded 75mg/dl for blood glucose. The child was treated intravenously for dehydration. Testing was conducted on the fingertip.